Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that an 11500a 23mm inspiris resilia aortic valve, implanted for three (3) years and six (6) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 25mm inspiris resilia valve. Patient expired. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was reported via the implant patient registry that an 23mm 11500a aortic valve, implanted for three (3) years and six (6) months, was explanted due to degeneration, hole in right coronary cusp, patient prosthesis mismatch, severe aortic regurgitation, and moderate stenosis. The explanted device was replaced with an 25mm 11500a valve. Per medical records, it was note the patient has some degree of patient prosthesis mismatch at the original operation, he is a tall gentleman with a 23mm valve and would benefit from a larger valve. The patient underwent a redo avr, aortic root enlargement, ascending aortic replacement with 32mm gelweave graft, maze procedure, and laa with atricure clip. Intraoperative the previous valve was explanted and found with a hole in the right coronary leaflet. After dacron graft patch enlargement of the aortic root, a 25mm 11500a valve was implanted. Post procedure tee; no residual leak of the aortic valve. The patient was transferred to intensive care in stable condition. On pod #9, the patient was discharged home with eliquis and 81mg aspirin qd. Hospital pathology report: gross exam, bioprosthetic aortic valve tissue with degenerative change. There is a 0.2 cm in diameter full thickness disruption at the free edge of one of the leaflet cusps. The cusps are freely moveable without vegetations or calcifications.

Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The most likely cause is procedural factors.